Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: -, ubd: unknown, UDI#: unknown h3: a medtronic representative went to the site to test the equipment. Testing revealed that the camera was replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c08, fdc d02 are applicable to the system checkout. Multiple fdd/annex a codes were reported. A1102 was coded for the 'localizer faulted' error. A05 was coded for camera issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed "localizer faulted." Both the green and amber lights were illuminated on the camera. During troubleshooting, the network device interface (ndi) toolbox was entered in stealthadmin. The configuration status was triggered. Status messages reported, "incompatible firmware versions...system programming fault...firmware update required." The probable cause of the reported issue was suspected to be with the camera. There was no patient involvement.

Manufacturer narrative:
H6) the product ID: 9735821r, lot number: p918024, was returned to the manufacturer for analysis and analysis confirmed the reported event. The returned positioning sensor unit (psu) had scratches on the housing and the lenses. A check of the event log showed intermittent sensor not functioning back to may of 2023 and intermittent firmware incompatibility dating back to august of 2023. Otherwise, the psu passed an accuracy test (aak) at .158 millimeters (mm) with a passing threshold of .250mm. Previously reported codes b01, c08, and d02 are applicable to this returned product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.